Event description:
It was reported by the rep that the(1) er420 was used during a laparoscopic cholecystectomy procedure. It was reported that the device was fired twice with no problems. On the third fire, clips started to fall out of the instrument. The clips would not engage into the clip applier teeth to be fired. The case was completed with another device. There was no consequence to the pt.